Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 5.5 cm from the connector pin which could of caused the reported capture anomaly. Abrasions are indicative of exposure to constant friction with another device.

Event description:
It was reported that the atrial lead exhibited capture and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.